Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): there was additional information reported that was not relevant to this event and therefore was omitted; (B)(4)-catheter eroded through skin; revision; pump leaking. Information was received from a healthcare professional regarding a patient receiving baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported on 2016-nov-23 patient was in the emergency room (ER) with what they believed was baclofen withdrawal. Caller stated that managing healthcare professional (hcp) was notified, but was currently out of town. Caller requested to have the pump interrogated. Patient experienced rebound spasticity and a low grade fever. The cause of the baclofen withdrawal was not determined. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.